Manufacturer narrative:
Date of event, corrected data: initial report inadvertently listed wrong event date.

Manufacturer narrative:
Device evaluated by MFR?, device evaluation is not necessary as the reported migration and infection are not related to the functionality or delivery of therapy of the device.

Event description:
The physician reported that the patient had experienced a lead fracture and their generator had migrated to the right side of their chest. It was stated that the patient¿s lead and generator were explanted. The lead fracture has been reported in mfg report # 1644487-2019-00242. It was later discovered during follow up with the sales representative present at surgery that the patient also had an infection. The sales representative stated that the generator was explanted due to battery depletion, migration and infection. Further follow up with surgeon confirmed that lead fracture was determined via x-ray, and that the believed cause of the lead fracture was due to generator migration. The surgeon mentioned that they do not know reason for generator migration due to patient being lost to follow up. However, it was noted that the generator was previously secured with absorbable sutures (o-vicryl). The surgeon also mentioned that the infection occurred at generator site due to skin breakdown. A review of device history records showed that the implanted generator and lead were sterilized prior to distribution. All other quality tests also passed prior to distribution. No other relevant information is known at this time. Product return and device evaluation is not necessary as the reported migration and infection events are not related to the functionality or delivery of therapy of the device.